Manufacturer narrative:
Additional information was received that the device issue was clarified to be a damaged screen and not failed accuracy test. There was no patient involvement. Given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00641 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the device failed accuracy testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.